Manufacturer narrative:
(B)(4).

Event description:
Pt called in on (B)(4) 2018 to report intermittent "signal loss" displaying on smart device from (B)(6) 2018 - (B)(6) 2018.

Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event information is available.